Manufacturer narrative:
Concomitant medical products: product ID 97755, serial#: (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). Analysis of the 97755 recharger (rtm) (s/n (B)(6) revealed that the allegation was unconfirmed. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that yesterday it took four hours to charge. Usually it took only 45 minutes to an hour to charge. The patient got the system problem rm03 message. Rm03 also came up the time before last week. At that time the patient thought maybe it was just the way the patient was sitting, but it appeared again. The meaning of the code was reviewed, and it was reviewed with the patient to ensure there were no blankets, enough airflow, and to wear a belt. The patient said they were sitting down on the couch with no pillow but felt like the recharger got warm. The patient also got 'recharger problem' message yesterday. The patient inspected the equipment for damage and noticed the cord was pulled out a little bit by the paddle. No symptoms were reported. A replacement recharger was sent out.